Event description:
Product analysis for the explanted generator and lead was completed. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis on the returned lead portions did not confirm the reported high impedance. Note that a small portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The abraded opening and incision mark found on the outer silicone tubing, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the stated allegations of high impedance. Note that since a small portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received from the treating physician's office indicating that the patient's device was not programmed off. Ap and lateral x-ray views of the chest and ap view of the neck for were received on (B)(6) 2012 by the manufacturer. The images were dated (B)(6) 2012. The connector pin appears to be fully inserted inside the connector block, and the feedthru wires appear to be intact. The electrodes are visualized in the neck and appear to be aligned. There appears to be a kink after the first tie-down approximately lateral to the negative electrode. It appears that lead may be behind the generator, however this cannot be confirmed with the provided chest x-ray images. Therefore, this portion of lead cannot be assessed for continuity. Based on the x-rays images received, there are no gross lead fractures that can be visualized. However, the presence of an unpronounced lead discontinuity cannot be ruled out. Additionally, the presence of a kink in the lead lateral to the negative electrode cannot be ruled out as a contributory factor to the high impedance.

Event description:
The patient had generator and lead replacement surgery on (B)(6) 2013 due to near end of service condition of the generator and lead discontinuity. The device was turned back on after surgery. The explanted devices were received by the manufacturer on (B)(6) 2013. However, product analysis has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized but the presence of a kink in the lead lateral to the negative electrode cannot be ruled out as a contributory factor to the high impedance.

Manufacturer narrative:
Review of the manufacturing history records performed.review of the lead manufacturing history records confirmed that all quality tests were passed prior to distribution.

Manufacturer narrative:
A portion of th lead was not returned for analysis. The returned portions did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that system and normal mode diagnostics resulted in a high impedance reading (dc dc code 7). The patient was reportedly last seen by the physician one year prior. The patient's mother denies any trauma or falls which could have cause or contributed to a lead discontinuity. Additionally, it was reported that the patient would be sent for x-rays and to neurosurgeon for possible device replacement. The patient is not experiencing any adverse events as a result. The site was planning on turning off the device, however this has not been confirmed to date. Attempts to obtain additional information have been unsuccessful to date. Although surgery is likely, it has not occurred thus far.